Manufacturer narrative:
Siderail timing link. Loose power prong.

Event description:
It was reported by service report that the foot right and head right rails would not latch in high height. Also, the power cord was damaged. No pt involvement or adverse consequences are reported.